Event description:
A malfunction alarm identified as "malf 24" occurred, which prompted a report from the customer. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.